Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main printed circuit board assembly was out of electrical specification. Analysis also found the upper case and one bail cover were broken and contaminated. Lower case and lead flex cover were contaminated. One bail cover, ring cover, one bail, and the ring were missing. The battery contacts were compressed. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement reported.

Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that a supercap failed in-circuit, surge current was below normal, and the battery removal test failed. After the supercap was replaced, the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Confirmed the battery removal failure caused by capacitor component failure.